Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 147 ohms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.